Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP,bipap and mechanical ventilator devices. The manufacturer received information alleging chronic cough mainly nocturnal. There was no report of patient harm or injury.